Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with five infusion sets after being used for one day. The symptoms were noticed within 3 hours of insertion. The site of insertion was abdomen/back. Patient's blood glucose level at the time of event was reported to be 530 mg/dl therefore, patient took correction injection via mdi. Patient required assistance due to blood glucose level from third party who gave insulin shots to patient and observed the patient. Patient also had ketones however ketone level was not dangerous. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.